Manufacturer narrative:
Additional information. Section d4 - expiration date and unique identifier (UDI). Section g3 - date received by manufacturer. Section h4 - device manufacture date. Section h6 ¿ evaluation codes. The explanted evoke spinal cord stimulation (scs) system was discarded. The cause of patient receiving inadequate pain relief could not be determined. Inadequate pain relief following system implantation which may require surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in the evoke scs system surgical guide. The manufacturing records were reviewed, and the product met requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief and disliked the paresthesia. It was reported that the patient received adequate pain relief during the trial with scs. Reprogramming was performed multiple times without the desired result and confirmed scs system was performing as expected. The scs system was explanted.